Event description:
During a follow-up, the longevity estimation had increased from the previous interrogation. The previous measurement was suspected to be incorrect. No intervention has been performed and the patient was stable and will continue to be monitored.